Event description:
It was reported that during a lap nissen fundoplication procedure the hand activation failed on the device and rec'd an error code 5. Issue resolved using footpedal. There was no adverse pt consequence.